Event description:
It was reported that the patient's glucose reached 300 mg/dl, while wearing the pod between 5 and 24 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the cannula was not properly inserted into the skin. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.